Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the plunger of the injector went underneath the lens. The surgeon tried to advance the plunger even though the tip was underneath the lens and the lens got stuck in the incision. The surgeon dislodged the lens from the incision and decided to use another lens since the lens was scratched by the plunger tip.

Manufacturer narrative:
The lens was returned positioned incorrectly in a lens in the lens carton. Viscoelastic was dried on the lens. The optic was scratched on the posterior surface from the edge toward the center. The posterior optic surface has multiple cracked areas near the scratch damaged. Directly above this damage, the anterior optic surface also has multiple small cracked areas. All listed associated products were qualified for use with this lens. The reported scratch was observed. Additional optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided that the 22.0 diopter lens was replaced with another 22.0 diopter lens of same model. The manufacturer internal reference number is: (B)(4).